Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "bilateral ruptures" discovered during surgery. Device has been explanted. Right side.

Event description:
Healthcare professional reported, "right side ruptures". Discovered, during surgery. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified, red particles on the surface of the shell and broken shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis. It is not possible to determine, the cause of the event.